Manufacturer narrative:
Reporting address line 1: (B)(6). Reporting address state: (B)(6). Reporting address city: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that ¿therapy test failed¿ . There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The rse evaluated the device remotely and determined that the device exhibited a therapy mcu (microcontroller unit) tpe (treatment probe error) disarm_fail error due to a defective therapy resistor module, resulting in failure of therapy delivery. Consequently, the dfm100 assy resistor module (453564489021) was replaced to resolve the issue. The device remains at the customer site and no further evaluation is warranted at this time.